Event description:
Reporter alleged obtaining discrepant back to back glucose results of 237 mg/dl, 102 mg/dl and 321 mg/dl when all tests were performed within 10 mins on the advantage system . Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she rested for two hours, ate oatmeal and did not take her insulin because of her symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.